Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. The bolus cord was connected to an unspecified gemstar pump and was returned to the asset manager with an unsigned note that indicated that the device did not work. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During user facility testing, it was noted that the device did not deliver a dose after the button on the bolus cord was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.